Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support and developed limb ischemia. The patient would eventually expire. The patient was in the intensive care unit (ICU) for 12 hours and had issues with blood pressure as the vasopressors were increasing. The decision was made to place impella cp device for added support. The right femoral artery was accessed using micro-puncture and ultrasound. Perclose x2 were placed. It was noted 6500 units heparin was given. The impella was successfully implanted, dressing was placed, and patient was sent to ICU without incident. However, approximately 4 hours later, the patient's leg became cyanotic, the right ventricle was struggling, and the impella could not run above p4 without suction. Right ventricle support was discussed. However, the patient was not expected to survive throughout the night. The patient would eventually expire next morning overnight.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.